Manufacturer narrative:
Evaluation: a 2 cm section of the stent was returned in a used condition. Considering the condition of the device and the information provided, it is feasible to say that the damage occurred as the result of intervention by the physician rather than being the fault of the device in question. Therefore, this incident should be considered user error.

Event description:
During an angioplasty procedure for an av fistula, physician determined that a stent would assist in patency. The stent was introduced and deployed without difficulty. Following angiogram demonstrated thrombus within the stent. The trerotola device was introduced. The device was withdrawn and tension felt at the sheath. Fluoroscopy revealed the stent had been fractured. Half of the stent had come out with the trerotola device. The other half stayed behind. It migrated slightly when a second stent was introduced to overlap and secure it in place. Angiogram revealed successful deployment with no extravasation at the site. The pt tolerated the procedure well.